Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow up for an encoder flag error, the patient¿s mother stated the patient was hospitalized shortly after talking to technical services on (B)(6) 2018 for peritonitis. Additional information was solicited, but unavailable.

Manufacturer narrative:
Additional information: clinical conclusion clinical conclusion: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with fmc cassette. There is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or fmc cassette. Additionally, there is no reported allegation of a malfunction or leak related to this event. It is unknown if the patient practices proper aseptic technique. Based on available information a cause of the peritonitis cannot be established.

Event description:
...

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...